Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Upon inserting the triclip delivery system (tcds) into the triclip steerable guide catheter (tsgc), air was observed in the hemostasis valve. The clip was removed and replaced. An additional tcds was inserted and air was observed again. Therefore, the physician decided to remove the triclip devices and replace with new devices. Two clips were then implanted, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.